Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 19781962. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 20341433. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 19781962. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 19781962. Investigation summary: with all available information, boston scientific concludes that the reported event of inadequate stimulation coverage is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Device history record review: a review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the devices have not been returned as they were discarded by the facility. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was performed and did not reveal any anomalies as it states that the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. The instructions for use (IFU) also states that postural changes are a known risk and patients should be advised that changes in posture or abrupt movements may cause decreases or uncomfortable painful increases in the perceived stimulation level. Patients should be advised to turn down the amplitude or turn off the ipg before making any posture changes. Investigation conclusion: the devices have not been returned; as such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted which revealed that the reported event of inadequate stimulation is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Per the IFU, changes in posture or abrupt movements may cause decreases or uncomfortable painful increases in the perceived stimulation level.

Event description:
It was reported that the patient was involved in a physical altercation with her sister, resulting in loss of efficacy of her stimulation device. Prior to the event, her system was in good working order and she was receiving good coverage and relief. Post event, she has had consistent high impedances and loss of therapeutic benefit from her device despite multiple reprogramming attempts. The patient underwent an explant procedure and the entire spinal cord stimulator (scs) system was explanted and replaced, including the ipg, leads, and extensions. A new scs system was implanted and the patient is doing well postoperatively. All explanted devices were disposed of by the hospital. The patients stimulation therapy has been very effective in reducing the chronic pain in her right arm once again.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 3178313. Product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 3178313. Product family: scs-ipg-r: upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: n/I. Product family: scs-extension: upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: n/I. Product family: scs-extension: upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: n/I.

Event description:
It was reported that the patient was involved in a physical altercation with her sister, resulting in loss of efficacy of her stimulation device. Prior to the event, her system was in good working order and she was receiving good coverage and relief. Post event, she has had consistent high impedances and loss of therapeutic benefit from her device despite multiple reprogramming attempts. The patient underwent an explant procedure and the entire spinal cord stimulator (scs) system was explanted and replaced, including the ipg, leads, and extensions. A new scs system was implanted and the patient is doing well postoperatively. All explanted devices were disposed of by the hospital. The patients stimulation therapy has been very effective in reducing the chronic pain in her right arm once again.